Event description:
When attempting to remove epidural, initially resistance was met. Position was charged and epidural catheter was able to be removed. However, began meeting resistance again. Began to stretch catheter and shape and came back later however, catheter tubing snapped and tip remained in.